Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the rear/front housing were cracked on the top/bottom corner and glue on the expulsor. There was no evidence to review in the event history log. Functional testing was unable to replicate or verify the reported issue; however, running three accuracy tests the pump was found to be over-delivering. The most probable cause was determined to be the customer added glue on the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was ¿not reading correctly¿. The issue was found during annual preventive maintenance. There was no patient involvement.